Manufacturer narrative:
(B)(4)

Event description:
It was reported by the operating vascular surgeon that the patient was intubated and hemodynamically stable following an endovascular aneurysm repair (evar) procedure. Access was obtained in both common femoral arteries (cfas), with the affected access site being the left cfa. The puncture was performed under ultrasound guidance using a mico-puncture kit and a gently curved guidewire. Multiple punctures were performed on the left side, and posterior wall plaque was noted in both cfas. Initially, two suture-mediated closure devices were deployed on the left side. Guidewire advancement during the procedure was reported as uneventful, and a stiff 0.035" guidewire was used up to the point of closure. During tightening of one of the suture-mediated closure systems, a suture broke. A second suture-mediated closure device was then deployed; however, it failed to achieve adequate vessel closure. Subsequently, the first manta 14f vascular closure device (vcd) was inserted. During this attempt, separation of the manta sheath and bypass system occurred. A second manta vcd was then deployed; however, intraoperative ultrasound suggested vessel occlusion. As a result of these issues, the procedure was converted from a percutaneous approach to an open surgical intervention. An inguinal incision was performed for surgical exposure, and the devices were removed. A surgical cutdown was completed, and the common femoral artery was closed via direct suture repair. No additional complications or adverse patient outcomes beyond the conversion to open surgery were reported associated mdrs include 3010252479-2026-00027.